Manufacturer narrative:
H3 and h6: the reported issue was resolved by the customer. Due to the lack of available information, the exact cause for the reported issue could not be established and a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the oxygen content is always displayed at 21% although the setting is higher. A serious injury was reported.